Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the broken connected likely occurred because the user added stress while loosening the connector which accumulated, or the subject device was hit to a hard object. The event can be detected by conducting the following inspection in accordance with the instructions for use: "chapter 3. Inspection before use and 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents".

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue, the connector was physically broken. The fse replaced the broken grey connector. The device was repaired to specifications. The device passed all the functional and electrical safety tests. Software attributes were verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility called and reported a broken gray connector on an oer-pro endoscope reprocessor. No patient involvement or injury was reported. No additional information has been obtained.